Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 6th july 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, oil was leaking from the device. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, oil was leaking from the device. There was no injury reported, however, we decided to report the issue based on the potential as any liquid droplets falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to oil leakage from powerled surgical light, which contributed to the event. Provided information do not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to the investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of oil leakage on powerled range occurrence is low. As stated by subject matter expert at manufacturer¿s, during assembly of spring arms the supplier applies a creamed grease turning into liquid above 135°c. So, the black dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in user manuals for surgical lights manufactured by maquet sas. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.